Manufacturer narrative:
Onsite investigation was preformed and the field representative was unable to replicate the reported event as he was able to track instruments with no intermittent functionality. No parts were replaced or returned. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the instrument was tracking intermittently. When the instrument was brought into the field; tracking became more intermittent. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.